Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a counterfeit top case was found on pump. Event log history was performed and indicated that ?syringe empty and syringe near empty' alarms were recorded in history. During analysis, all the reading of force, size and position of pump were within the required specifications, accuracy and occlusion test were performed, syringe near empty and syringe empty, pressure increase check infusion messages were alarm as intended, no problem was found on pump. Based on the evidence, the complaint was confirmed, and pump was found to operating within specification and calibration (no fault was found).

Event description:
Information was received indicating that the pressure of the smiths medical medfusion pump was increasing, and warning-infusion does not stop. It was also reported that syringe was empty, but the volume indicated increasing volume. No adverse effects were reported.